Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with instructions to follow up if the issue recurred.